Event description:
Material #: 309623, batch#: 9353357. It was reported by customer that methotrexate is medication customer injects for rhue rheumatoid arthritis, when removing shield, the hub is detaching, also today notice that there was fm present. Verbatim: rcc received a complaint via phone. Pir attached. Mat ref: 309623. Lot: 9353357. Issue: methotrexate is medication customer injects for rhue rheumatoid arthritis, when removing shield, the hub is detaching, also today notice that there was fm present. Doe: unknown and (B)(6) 2023. Pt impact loosing a little medication/possible underdose.

Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. .

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 1ml s/t w/ndl 27x1/2 rb needle pulled out of the hub. The following information was provided by the initial reporter: "methotrexate is medication customer injects for rhue rheumatoid arthritis, when removing shield, the hub is detaching, also today notice that there was fm present. Pt impact loosing a little medication/possible underdose."